Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter:-14.50/+4.00/x080 (B)(4). Method code(s): (evaluation method): work order search. Results code(s): (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.50/+4.00/x080 diopter, in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted and exchanged on (B)(6) 2015, for a shorter lens and the problem was resolved. See MFR.#2023826-2016-00045 for left eye.